Manufacturer narrative:
Additional information: section h imdrf annex codes.correction: section d unique identifier (UDI).a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the device involved in the incident, it was determined that the height auxiliary drawer, 5.1 cubie a5, had failed. A field service engineer identified a faulty spring in the row board. The mpar report was reviewed and revealed failures in auxiliary drawers 3.1 and 7.1. The engineer reseated the row board connections at the 622 boards and tested all drawers and slides. The top cover was opened, connections in the electronics drawer were checked, and dust was removed. The system functioned as intended after the field service engineer completed the repairs.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer stated that the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.